Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. (B)(6) of clinical medical services states the customer received a result of more than 400mg/dl. The customer's expected is 150-170mg/dl. The storage method, open vial date or expiration date could not be confirmed. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.